Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2013. During the procedure, it was noted that the trocar pierced through the plastic sheath as it was about to exit the skin. The physician opined that since a small skin incision was made at each exit site, the trocar must have perforated the sheath upon movement through the muscle walls. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. Upon evaluation, the tip of one of the needles was damaged. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.